Event description:
Summary of reportable events involving panacryl sutures based on retrospective review.

Manufacturer narrative:
The attached spreadsheet represents 58 reportable serious injuries based on a retrospective review of all panacryl product complaints from november 1, 1999 through september 1, 2007. This retrospective review was conducted in response to an inspectional observation that was issued by FDA to ethicon's facility on february 9, 2006. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for events involving its panacryl absorbable sutures. Ethicon agreed to retrospectively file mdrs for panacryl complaints involving inflammation, infection, and uncharacteristic suture reactions after discussion with the agency's office of surveillance and biometrics (osb) and agreement to the appropriate reporting rationales and format for those event types. Based on an agreement reached with FDA during a june 7, 2006 teleconference between ethicon, FDA osb and another FDA district, osb agreed to grant ethicon a one-time exemption from filing multiple retrospective mdrs for the categories of inflammation, infection and uncharacteristic suture reaction.